Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device "kept getting the message." It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Information was received on 26-jan-2022 indicating that there was no patient involvement in the event. Device analysis: one smiths medical medfusion pump was returned for analysis with a missing handle on top case and cracked keypad lens support. Event log history was performed and indicated that system advisory maintenance recommended was recorded in history. Service performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and no fault was found. A maintenance recommend alarm is an expected / normal advisory alarm designed to notify the customer when it's time to perform required pump maintenance.